Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was found to have been caused by a parity error. The device was tested using automated test equipment and no anomalies were found. The parity error was not replicated in the laboratory. The cause of the parity error could not be determined.

Event description:
It was reported that during an implant procedure while in original packaging, interrogation of the device displayed an alert for backup vvi. Device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.